Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was obstructed. The distal lv (left ventricular) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented electrical resistance result was within specification. Microscopic analysis inspection found only conductors distorted/extrinsic. No fractured was observed. (B)(4).

Event description:
It was reported that the electrode was broken. The lead was attempted and not used. No patient complications have been reported as a result of this event.